Manufacturer narrative:
1038671-2023-00652.

Event description:
It was reported via a legal notification, that a patient, who had an initial right knee implanted with a recalled optetrak logic ps polyethylene tibial insert on (B)(6) 2009, and was revised and implanted with another recalled optetrak cc polyethylene tibial insert on (B)(6) 2015, underwent a re-revision surgery on her right knee due to accelerated and preventable wear of the optetrak logic cc polyethylene tibial insert on (B)(6) 2022, approximately 7 years, 6 months, post the 2009 revision procedure. Additionally, the legal document stated the patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Additional information: h3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loosening and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.